Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus"), embedded device ("to remove right coil embedded in uterus") and pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma, high cholesterol, endometriosis, endometrial polyp and uterine bleeding. Concomitant products included macrogol 3350 (miralax), propranolol, salbutamol (albuterol) and simvastatin (zocor). In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, hysterectomy with salpingectomy (bilateral removal of fallopian tubes) and underwent a partial hysterectomy to remove essure device.). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage and menorrhagia had not resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Previous reported removal date (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion. Pathology test - on (B)(6) 2016: the specimen is received in formalin, labeled bilateral essure coils. It consists of two pieces of partially coiled metallic wires, which are 9 cm and 17 cm in length by a 0.1 cm in diameter; on (B)(6) 2016: surgical procedure d and c diagnostic hysteroscopy, endometrial polypectomy, diagnostic laparoscopy, removal of essure coil. Gross description: 1) the specimen is received fresh and designated endometrial polyp and consists of a 0.7 cc aggregate of t.m-red soft tissue admixed with red mucinous material. The specimen is submitted entirely in one cassette. 2) received fresh designated endometrial curettings and consists of a 0. 1 cc aggregate of pink to red soft ill defined issue. The specimen is submitted entirely in one cassette. 3) received fresh designated removed essure coil and consists of a 0.7 cm in greatest dimension metallic coiled piece of hardware, the specimen is for gross examination only. No sections. Most recent follow-up information incorporated above includes: on 19-nov-2018: pfs received. Event added: to remove right coil embedded in uterus. Event outcome added for all the events mentioned in the pfs. Event onset dates updated. Medical history added. Concomitant medications added. Fu 4 and fu 5 are processed together. On 21-nov-2018: pfs received. Medical history added. Lab data added. Fu 4 and fu 5 are processed together. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of essure device location of device: uterus/ the essure coils extend from the interstitial'), embedded device ('to remove right coil embedded in uterus/the essure coils extend from the interstitial'), device breakage ('she is convinced that her pain is caused by the remaining essure coil (visualized on CT scan within the body of the uterus, and not visualized either on hysteroscopy or laparoscopy)/ CT review later on showed remnant') and pelvic pain ('pelvic pain') in a 32-year-old female patient who had essure (batch no. 637215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rheumatic heart disease, hypothyroidism, cesarean section, abdominal pain, thyroid disorder, hypercholesterolemia, thyroid nodular, left lower quadrant pain, endometritis, endometriosis, dyspnea, anxiety, hysteroscopy, d & c, uterine polypectomy, adenomyosis, cramp in lower abdomen, dyslipidemia, chest pain, migraine, back pain, abdominoplasty, breast operation, hemoptysis, pleuritic pain and cesarean section. (B)(6) 2018: patient reports she was in the ER due to abdominal pain. Patient states they did an ultrasound on her uterus and will be needing surgery for removal. Patient reports she has been taking pain medication to help control her pain, patient states. She is unable to lie prone. Concurrent conditions included asthma, high cholesterol, endometriosis, endometrial polyp, uterine bleeding, migraine, hemorrhagic cyst, constipation, bleeding anovulatory, mitral regurgitation, seizure, tricuspid regurgitation, hypertension, bacterial infection due to helicobacter pylori (h. Pylori), cerebrovascular accident, chronic back pain, arthralgia, chest pain, phonophobia, photophobia, scotoma, dizziness, facial weakness, pulmonary embolism, weight fluctuation, stomach pain, swelling nos, numbness, tingling, distended abdomen, shortness of breath, thyroid nodular, thyroid disorder, headache, migraine, hematochezia, rectal bleeding, haemorrhoidal haemorrhage, acute vaginitis, ovarian cyst (cyst of left ovary), vaginal discharge, palpitations, paraesthesia, sciatica, muscle spasm, pain ankle, iron deficiency anemia secondary to blood loss (chronic), hyperlipidemia, wheezing, thyroid nodular, mitral valve disease and thyroid disorder. Concomitant products included acetylsalicylic acid (aspirin), cefixime (flexeril), cetirizine hydrochloride, cyclobenzaprine, diphenhydramine, diphenhydramine hydrochloride, doxycycline, hydroxyzine, ibuprofen, ketorolac, ketorolac tromethamine (toradol), levetiracetam (keppra), levothyroxine, levothyroxine sodium (synthroid), macrogol (polyethylene glycol), macrogol 3350 (miralax), norethisterone acetate (aygestin), oxycodone hydrochloride;paracetamol (acetaminophen w/oxycodone), paracetamol (acetaminophen), paracetamol (tylenol), phenytoin sodium (dilantin), propranolol, pseudoephedrine hydrochloride, ranitidine, ranitidine hydrochloride (zantac), salbutamol (albuterol), simvastatin, simvastatin (zocor) and topiramate. In june 2009, the patient had essure inserted. In 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). In october 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, hysterectomy with salpingectomy (bilateral removal of fallopian tubes) and underwent a partial hysterectomy to remove essure device.). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage and menorrhagia had not resolved and the device breakage outcome was unknown. The reporter considered abdominal pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Previous reported removal date jan-2015. She applied for workers compensation, social security, or state or federal disability benefits during the five (5) years preceding her essure placement through the present as; type of application: social security/ disability date (or year) application: 2011 and 2015 nature of claimed injury/disability: migraines resulting in neck and shoulder pain, seizures, back pain basis of your claim: disability. Insertion details- right 1coils, left 3coil.s diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in september 2009: results: total bilateral occlusion; on 12-oct-2009: status post essure coil placement. No evidence of contrast spillage on either side signifying bilateral tubal occlusion. Nuclear magnetic resonance imaging - on 01-mar-2007: slight prominence of the ventricles. There was dilation of the ventricle that raises the possibility of a normal pressure hydrocephalus.. Pathology test - on 25-jan-2016: the specimen is received in formalin, labeled bilateral essure coils. It consists of two pieces of partially coiled metallic wires, which are 9 cm and 17 cm in length by a 0.1 cm in diameter; on 24-sep-2016: surgical procedure d and c diagnostic hysteroscopy, endometrial polypectomy, diagnostic laparoscopy, removal of essure coil gross description: 1) the specimen is received fresh and designated endometrial polyp and consists of a 0.7 cc aggregate of t.m-red soft tissue admixed with red mucinous material. The specimen is submitted entirely in one cassette. 2) received fresh designated endometrial curettings and consists of a 0. 1 cc aggregate of pink to red soft ill defined i1ssue. The specimen is submitted entirely in one cassette. 3) received fresh designated removed essure coil and consists of a 0.7 cm in greatest dimension metallic coiled piece of hardware, the specimen is for gross examination only. No sections.. Ultrasound scan - on 05-jan-2016: the uterus, cervix, ovaries and cul-de-sac were visualized and no abnormal finding was noted. Essure device was seen in satisfactory optimal position bilaterally.. Ultrasound scan vagina - on 14-mar-2016: 1. Small physiologic left ovarian cyst. 2. Indeterminate echogenic focus in the endometrium (possible atypical polyp versus adherent clot); hysterosonography 5-10 days after the next menstrual period is recommended.; on 13-jun-2016: 1. Pelvic ultrasound: there is a possible anterior uterine fibroid. There is a small amount of free fluid within the pelvis. 2. Doppler pelvis: no doppler evidence for torsion.; on 22-jan-2017: 1. No evidence of ovarian torsion. 2. Suspected ruptured complex left ovarian cyst with a small amount of pelvic free fluid.; on 29-may-2018: complex left ovarian follicle, new from prior examination. X-ray - on 14-mar-2016: possible constipation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, dyspareunia, dysmenorrhoea concerning the injuries reported in this case, the following one were described in patient¿s medical records: device breakage quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 23-may-2019: quality safety evaluation of ptc(product technical complaint). Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus/ the essure coils extend from the interstitial"), embedded device ("to remove right coil embedded in uterus/the essure coils extend from the interstitial") and pelvic pain ("pelvic pain") in an adult female patient who had essure (batch no. 637215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rheumatic heart disease, hypothyroidism and cesarean section. Concurrent conditions included asthma, high cholesterol, endometriosis, endometrial polyp, uterine bleeding and migraine. Concomitant products included macrogol 3350 (miralax), propranolol, salbutamol (albuterol) and simvastatin (zocor). In (B)(6) 2009, the patient had essure inserted. In (B)(6) , the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy, hysterectomy with salpingectomy (bilateral removal of fallopian tubes) and underwent a partial hysterectomy to remove essure device.). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage and menorrhagia had not resolved. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Previous reported removal date (B)(6) 2015. She applied for workers compensation, social security, or state or federal disability benefits during the five (5) years preceding her essure placement through the present as; type of application: social security/ disability. Date (or year) application: (B)(6) and (B)(6). Nature of claimed injury/disability: migraines resulting in neck and shoulder pain, seizures, back pain. Basis of your claim: disability. Insertion details- right 1coils, left 3coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: status post essure coil placement. No evidence of contrast spillage on either side signifying bilateral tubal occlusion. Pathology test - on (B)(6) 2016: the specimen is received in formalin, labeled bilateral essure coils. It consists of two pieces of partially coiled metallic wires, which are 9 cm and 17 cm in length by a 0.1 cm in diameter; on (B)(6) 2016: surgical procedure d and c diagnostic hysteroscopy, endometrial polypectomy, diagnostic laparoscopy, removal of essure coil gross description: the specimen is received fresh and designated endometrial polyp and consists of a 0.7 cc aggregate of t.m-red soft tissue admixed with red mucinous material. The specimen is submitted entirely in one cassette. Received fresh designated endometrial curettings and consists of a 0. 1 cc aggregate of pink to red soft ill defined i1ssue. The specimen is submitted entirely in one cassette. Received fresh designated removed essure coil and consists of a 0.7 cm in greatest dimension metallic coiled piece of hardware, the specimen is for gross examination only. No sections. Most recent follow-up information incorporated above includes: on 8-feb-2019: medical records received- lot number were added. New reporter, medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus") and pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included asthma and high cholesterol. Concomitant products included propranolol and salbutamol (albuterol). In (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)") and dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy with salpingectomy (bilateral removal of fallopian tubes)) and surgery (underwent a partial hysterectomy to remove essure device.). Essure was removed in (B)(6) 2015. At the time of the report, the device expulsion, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, device expulsion, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2018: event "migration of essure device location of device: uterus", reporter, lab data, concomitant drug and condition added from pfs. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: uterus/ the essure coils extend from the interstitial"), embedded device ("to remove right coil embedded in uterus/the essure coils extend from the interstitial"), device breakage ("she is convinced that her pain is caused by the remaining essure coil (visualized on CT scan within the body of the uterus, and not visualized either on hysteroscopy or laparoscopy)/ CT review later on showed remnant") and pelvic pain ("pelvic pain") in a 32-year-old female patient who had essure (batch no: 637215) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included rheumatic heart disease, hypothyroidism, cesarean section, abdominal pain, thyroid disorder, hypercholesterolemia, thyroid nodular, left lower quadrant pain, endometritis, endometriosis, dyspnea, anxiety, hysteroscopy, d & c, uterine polypectomy, adenomyosis, cramp in lower abdomen, dyslipidemia, chest pain, migraine and back pain. On (B)(6) 2018: patient reports she was in the ER due to abdominal pain. Patient states they did an ultrasound on her uterus and will be needing surgery for removal. Patient reports she has been taking pain medication to help control her pain, patient states. She is unable to lie prone. Concurrent conditions included asthma, high cholesterol, endometriosis, endometrial polyp, uterine bleeding, migraine, hemorrhagic cyst, constipation, bleeding anovulatory, mitral regurgitation, seizure, tricuspid regurgitation, hypertension, bacterial infection due to helicobacter pylori (h. Pylori), cerebrovascular accident, chronic back pain, arthralgia, chest pain, phonophobia, photophobia, scotoma, dizziness, facial weakness, pulmonary embolism, weight fluctuation, stomach pain, swelling nos, numbness, tingling, distended abdomen, shortness of breath, thyroid nodular, thyroid disorder, headache, migraine, hematochezia, rectal bleeding, haemorrhoidal haemorrhage, acute vaginitis, ovarian cyst (cyst of left ovary), vaginal discharge, palpitations, paraesthesia, sciatica, muscle spasm, pain ankle and iron deficiency anemia secondary to blood loss (chronic). Concomitant products included acetylsalicylic acid (aspirin), cefixime (flexeril), cetirizine hydrochloride, cyclobenzaprine, diphenhydramine, diphenhydramine hydrochloride, doxycycline, ibuprofen, ketorolac, ketorolac tromethamine (toradol), levetiracetam (keppra), macrogol 3350 (miralax), norethisterone acetate (aygestin), paracetamol (acetaminophen), paracetamol (tylenol), phenytoin sodium (dilantin), propranolol, pseudoephedrine hydrochloride, ranitidine hydrochloride (zantac), salbutamol (albuterol), simvastatin (zocor) and topiramate. On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced device expulsion (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and device breakage (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy, hysterectomy with salpingectomy (bilateral removal of fallopian tubes) and underwent a partial hysterectomy to remove essure device.). Essure was removed on (B)(6) 2018. At the time of the report, the device expulsion, embedded device, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage and menorrhagia had not resolved and the device breakage outcome was unknown. The reporter considered abdominal pain, device breakage, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: she did not claim that essure worsened a previously existing injury/condition. Previous reported removal date on (B)(6) 2015. She applied for workers compensation, social security, or state or federal disability benefits during the five (5) years preceding her essure placement through the present as; type of application: social security/ disability date (or year) application: 2011 and 2015. Nature of claimed injury/disability: migraines resulting in neck and shoulder pain, seizures, back pain. Basis of your claim: disability. Insertion details: right 1coils, left 3coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2009: results: total bilateral occlusion; on (B)(6) 2009: status post essure coil placement. No evidence of contrast spillage on either side signifying bilateral tubal occlusion. Nuclear magnetic resonance imaging: on (B)(6) 2007: slight prominence of the ventricles. There was dilation of the ventricle that raises the possibility of a normal pressure hydrocephalus. Pathology test: on (B)(6) 2016: the specimen is received in formalin, labeled bilateral essure coils. It consists of two pieces of partially coiled metallic wires, which are 9 cm and 17 cm in length by a 0.1 cm in diameter; on (B)(6) 2016: surgical procedure d and c diagnostic hysteroscopy, endometrial polypectomy, diagnostic laparoscopy, removal of essure coil. Gross description: 1) the specimen is received fresh and designated endometrial polyp and consists of a 0.7 cc aggregate of t.m, red soft tissue admixed with red mucinous material. The specimen is submitted entirely in one cassette. 2) received fresh designated endometrial curettings and consists of a 0. 1 cc aggregate of pink to red soft ill defined issue. The specimen is submitted entirely in one cassette. 3) received fresh designated removed essure coil and consists of a 0.7 cm in greatest dimension metallic coiled piece of hardware, the specimen is for gross examination only. No sections. Ultrasound scan: on (B)(6) 2016: the uterus, cervix, ovaries and cul-de-sac were visualized and no abnormal finding was noted. Essure device was seen in satisfactory optimal position bilaterally.. Ultrasound scan vagina: on (B)(6) 2016: 1. Small physiologic left ovarian cyst. 2. Indeterminate echogenic focus in the endometrium (possible atypical polyp versus adherent clot); hysterosonography 5-10 days after the next menstrual period is recommended.; on (B)(6) 2016: 1. Pelvic ultrasound: there is a possible anterior uterine fibroid. There is a small amount of free fluid within the pelvis. 2. Doppler pelvis: no doppler evidence for torsion.; on (B)(6) 2017: 1. No evidence of ovarian torsion. 2. Suspected ruptured complex left ovarian cyst with a small amount of pelvic free fluid; on (B)(6) 2018: complex left ovarian follicle, new from prior examination. X-ray: on (B)(6) 2016: possible constipation. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: abdominal pain, pelvic pain, dyspareunia, dysmenorrhoea concerning the injuries reported in this case, the following one were described in patient¿s medical records: device breakage. Most recent follow-up information incorporated above includes: on 1-may-2019: medical records received : event added- device breakage. Reporter information updated. Patient's medical history, concomitant products and lab details added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (underwent a partial hysterectomy to remove essure device.). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal haemorrhage and menorrhagia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 21-jun-2018: pfs received - new event "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia)" were added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("painful menstrual cycles") and dyspareunia ("painful intercourse"). The patient was treated with surgery (underwent a partial hysterectomy to remove essure device.). Essure was removed in (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.